Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, however, a photo of a detached duckbill, an internal component of the seal, was provided by the complainant. Engineering determined that the geometrical structure of the duckbill did not match any components used to manufacture applied medical¿s products. Based on the photo provided by the complainant, the detached duckbill did not originate from an applied medical product. Therefore, applied medical is unable to confirm that a product malfunction occurred with an applied medical product and this incident is not reportable.

Event description:
Procedure performed: colectomy. Event description: the trocar was inserted and after that the double duck bill was found in the abdomen. Unfortunately the nurse discarded the trocar, but the doctor made a pic. Additional information from applied medical representative via email on 21sep2020: I received the answer from the hospital, that the complaint was unfortunately a mistake, cause our trocar was not affected. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: colectomy. Event description: the trocar was inserted and after that the double duck bill was found in the abdomen. Unfortunately the nurse discarded the trocar, but the doctor made a pic. Patient status: no patient injury.